Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: additional procode: jey. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from china reports an event as follows: it was reported that during an unknown surgery on (B)(6) 2022, the screw in question broke during insertion. All fragments generated were removed successfully from the patient. The surgeon changed to another screw of the same lot, but the same issue happened again. After four failed attempts with the same product, another device was used to complete the procedure. There were no reported adverse patient consequences. No additional information is available. This report is for a ti matrixmidface screw self-drilling 6mm. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that scr ø1.5 self-drill l6 tan 1u I/clip had found broken from the head. Both fragments can be observed in the picture. No other defect was found. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for scr ø1.5 self-drill l6 tan 1u I/clip. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the scr ø1.5 self-drill l6 tan 1u I/clip was broken across the neck between the head and shaft of the screw, both fragments were returned. Additionally, the threaded shaft is heavily deformed. A dimensional inspection for the scr ø1.5 self-drill l6 tan 1u I/clip was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the scr ø1.5 self-drill l6 tan 1u I/clip would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: n/a. Manufacturing location: monument. Manufacturing date: 28-jan-2022. Part number: 04.503.226.01c, ti matrixmidface screw self- drilling 6mm. Lot number: 615p686 (non-sterile). Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbri4.00. Lot number: 68p5911. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report supplied by (B)(4) dated 23-jun-2020 was reviewed and determined to be conforming. Lot summary report dated 31-aug-2020 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.